Event description:
During a procedure to fix a big toe fracture, the threads of two 4.0 mm ti cannulated screws peeled. Surgeon indicated he pre-drilled the holes and no k-wire was being used. After placing the screws fluoro showed the fragments. Surgeon then removed the screws and as much of the threads as he could, leaving the rest in the pt and inserted two new screws successfully to complete the procedure. This report is #1 of 2 for the same incident.

Manufacturer narrative:
This info has not been provided. Additional info has been requested. Incident occurred intraoperative. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. MFR date could not be determined without a lot number.